Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that resistance was encountered when pre-flushing the catheter for this patient. The three-way valve failed to be opened. Blood was unable to be aspirated after the catheter was placed. Then, gave up this catheter and placed a new one.